Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient¿s first doctor who reported that they had not seen the patient since (B)(6) 2012 and were unaware of any problems. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The pump trial was done with straight baclofen. After implant, at unspecified times, the pump delivered baclofen, then fentanyl for years and years, then morphine, and then bupivacaine. The patient¿s medical history included 11 major surgeries; the last one had been 12 years ago and a car accident prior to getting the pump. The indication for pump use was intractable spasticity. On 27-feb-2018 the patient reported that his first doctor that put the first pump in was highly over medicating him. The pump was being refilled every 7 days roughly (9 days at most). The concentration of the medication and everything else was strong and so severe. He was also being given 80 mg oxycodone ¿3 times, 6 times a day¿. The patient was totally drugged up. The doctor kept providing prescriptions and there were dozens and dozens that never got filled. Per the patient, ¿I just lost my mind, I don¿t remember like 15 years, so I got a new doctor¿. Because he was ¿buried under medication so much¿ he struggled with memory. The patient added that because of being over medicated, he was in bed 24 hours a day unless he was in the doctor¿s office or at the hospital and because he was being over medicated, ¿three times he died and it was horrendous¿. The patient also reported that he had severe abdominal pains ever since the pump went in because he read reports that were given to him by his doctors that talked about severe abdominal pains. When asked if his first pump was replaced due to normal battery depletion, the patient stated that he didn¿t know because he had no memory of that time due to being over medicated. No further complications have been reported as a result of this event.